Manufacturer narrative:
Multiple documented attempts have been made to have the product returned to (B)(4) and I for product analysis; however, these attempts have been unsuccessful. The fasturn and push-n-turn syringes instructions for use states: visually inspect contents and package before each use. Based on the limited amount of information reported, we are unable to determine the root cause of the alleged particulate. In the event additional information is obtained, a follow-up report will be submitted.

Event description:
The site reported the following: after loading the syringe with contrast a floating black thread like object was noted in the syringe. Visual inspection of the tubing prior to use prevented the syringe from being used for a patient procedure.